Event description:
It was reported a 6f angio-seal vip was deployed in the left femoral arteriotomy, and the pt was discharged. Nineteen days later, the pt returned to the radiology department complaining of leg pain. An angiogram was obtained via a right groin contralateral approach. A guidewire would not cross over, and contrast would not pass through an obstruction in the left common femoral artery. The pt underwent surgical intervention and allegedly, the angio seal was removed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.